Event description:
As reported, during use in patient and when testing this fogarty embolectomy catheter, the balloon had an inflation failure. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon latex appeared deteriorated. Multiple cracks and tears were evident on the balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. Balloon latex was released from proximal winding to check balloon edges at the tears. The edges did not appear to match at the tears. The lot number was not provided. Therefore, the device history record (DHR) could not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated d4 (model number) as per further clarification received. Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.